Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) could not change color. There was no reported patient injury. Hemostasis was performed by pressing to stop bleeding without any other adverse effects. There was no reported patient injury. The device was stored and prepared according to the instructions for use. There were no visible signs of device or package damage prior to use. There was no difficulty connecting the 5f non-cordis vascular sheath introducer with the exoseal vcd. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and 5f non-cordis vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The indicator window did not show any red color during retraction. When the device was removed from the patient, the guidewire ring/indicator wire loop was showing/deployed. When pulling the guidewire outside the patient, the indicator window did not change from black-white to black-black. The device was attempted to be deployed outside the patient¿s body, but it could not be pressed down. A 5f non-cordis sheath was used. After hepatic angiography and embolization, a femoral artery puncture blockade was performed using an exoseal. The procedure used a retrograde approach via the right femoral artery. The physician was certified in the use of the exoseal vcd. The femoral artery¿s suitability was verified on angiography, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be at least 5 mm. There was no visible calcium or plaque at the puncture site, no vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50%. The target femoral site had not been previously closed with any closure device or manual compression within thirty days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The patient's body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 5f exoseal vascular closure device (vcd) could not change color. There was no reported patient injury. Hemostasis was performed by pressing to stop bleeding without any other adverse effects. There was no reported patient injury. The device was stored and prepared according to the instructions for use. There were no visible signs of device or package damage prior to use. There was no difficulty connecting the 5f non-cordis vascular sheath introducer with the exoseal vcd. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and 5f non-cordis vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The indicator window did not show any red color during retraction. When the device was removed from the patient, the guidewire ring/indicator wire loop was showing/deployed. When pulling the guidewire outside the patient, the indicator window did not change from black-white to black-black. The device was attempted to be deployed outside the patient¿s body, but it could not be pressed down. A 5f non-cordis sheath was used. After hepatic angiography and embolization, a femoral artery puncture blockade was performed using an exoseal. The procedure used a retrograde approach via the right femoral artery. The physician was certified in the use of the exoseal vcd. The femoral artery¿s suitability was verified on angiography, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be at least 5 mm. There was no visible calcium or plaque at the puncture site, no vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50%. The target femoral site had not been previously closed with any closure device or manual compression within thirty days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The patient's body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. One non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufacturing position, and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was in black/white position. No additional anomalies were reported during this visual analysis. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, resulting in the expected retraction of the indicator wire and deployment of the plug. Additionally, the indicator window position changed to black/white and red. A high-magnification evaluation was performed on the internal mechanism. No abnormal conditions were observed during this analysis. A review of the manufacturing documentation associated with lot 18265801 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the functional analysis achieved successful deployment with full transition of the indicator window. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) could not change color. There was no reported patient injury. Hemostasis was performed by pressing to stop bleeding without any other adverse effects. There was no reported patient injury. After removing the device, it was found that the guide wire ring could not link the indicator window, resulting in the inability of the indicator window to change color. A 5f non-cordis sheath was used. After hepatic angiography and embolization, a femoral artery puncture blockade was performed using an exoseal. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18265801 presented no issues during the manufacturing process that can be related to the reported event. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.